Event description:
The facility reported to largo customer service an infusion pump with failure code 703. The event reportedly occurred during biomed testing. Per largo customer service, the hospital representative stated that they have no record of any patient injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.